Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed the electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, pk dissecting forceps instrument's wrist action was not working, it was reseated, still did not work, cable was noticed by surgeon. It was confirmed that a broken tiny cable was hanging out of the top side. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.